Manufacturer narrative:
Continuation of d10: product ID 97745; serial # (B)(6); product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). Caller reports his ins battery is empty and was having issue charging his implant last night. Caller reports he had seen a message change your battery message, caller do not know the exact message. Troubleshooting performed, plugging the controller to the wall outlet with/without the li ion battery. Caller reports he is currently charging with excellent coupling. Issue resolved. Caller also mention, he had back surgery and since then he cannot walk, drop foot, caller reports the indicated the surgery was a success. Additional information was received from the patient. The patient called back and mentioned they were still having trouble to get their stimulator hooked up. The patient mentioned it takes 2-3 hours to charge their implant and last night they got a message battery empty cannot provide stimulation recharge your implant. The patient mentioned they would charge their implant to 100% then the next day the implant reaches red in charge. Agent instructed patient to check for visible damage; the patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 80% recharging and implant orange. Agent instructed patient to start a charge session; implant was recharging with excellent quality. The patient confirmed charging speed was at level 4. The patient confirmed implant was 30% recharging with excellent quality. The issue was not resolved. A request was sent to repair to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called to asked a question, on how long does a one full charge of the implant battery will last. Patient said they usually charge at night up to 100% before they go to bed at 12:00 am, and by 7:00pm the next evening it will go down to like 30%. Patient mentioned before they normally charge every 2 to 2.5 days, but now their implant battery doesn't even last a day. Agent reviewed with the patient the duration of one full charged battery will depend on their therapy. Patient said there was no adjustment made on their stimulation. Patient said they had a back surgery so they don't do much that will require them to increase their stimulation. Patient also asked if their implant battery might have gone bad. Agent reviewed with the patient the lifespan of their implant battery. When asked for the event date the patient mentioned about 4 to 6 months ago. The patient was redirected to their healthcare provider to further address the issue.